Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a sleeve steering issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was successfully inserted, but once in the left atrium (la), it was noted that while applying m-knob, the clip moved in the wrong direction. It was confirmed that blue markers were aligned; therefore, the cds was removed and replaced. Once clip was then successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of sleeve steering issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.na.